Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:19:17. During night drain cycle four, the patient's ultrafiltration reading was 1785 ml, indicating the home patient (hp) drained 1545 ml more than their maximum programmed fill volume of 2400 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The report of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. Homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an iipv situation". Should additional relevant information become available, a supplemental report will be submitted.